Manufacturer narrative:
Age at time of event: approximately (B)(4) years old. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-12464. It was reported that chest pain was experienced and thrombosis occurred. The 80% stenosed target lesion was located in the tortuous and severely calcified left anterior descending artery. During the use of a 2.00mm rotalink¿ burr, the burr got stuck in the lesion. The burr was then tugged and removed for the patient's body. A 2.75 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was then deployed with excellent result. No patient complications were reported. Later that evening the patient experienced chest pain and had developed thrombosis. No further patient complications were reported and the patient¿s status was fine and stable.